Manufacturer narrative:
The user reported being taken to the hospital on (B)(6) 2025 at approximately 7:00 pm cst due to a 103°f fever, convulsions, and loss of consciousness. The user was diagnosed with a severe urinary tract infection. At the time of the follow-up call, the user reported feeling well. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported being taken to the hospital on (B)(6) 2025 at approximately 7:00 pm cst due to a 103°f fever, convulsions, and loss of consciousness. The user was diagnosed with a severe urinary tract infection. At the time of the follow-up call, the user reported feeling well. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with up-to-date information.